Manufacturer narrative:
Continuation of d10: product ID: 97755. (B)(6). Product type: recharger section d: information references the main component of the system. Other relevant device(s) are: product ID: 97755, (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6), revealed broken connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Pt stated they received a paper because their recharger was not working and that papers wanted pt to fill in numbers. Pt reported their controller battery was not holding a charge and pt was having to recharge every 8 hours and they were charging all the time. Pt stated controller is not turning on, when agent asked when was the last time pt recharger controller, pt stated they have not used the controller since they received the paper. Agent asked pt to plug controller into ac power supply, controller woke up and was flashing green. Agent assisted pt in setting time and date. Pt was unable to pair controller to implant because controller battery was low. Agent advised pt to continue recharging controller and agent will call pt back to help them with the next steps of pairing controller to implant. Agent called pt back and assisted pt in pairing controller to implant. Agent asked pt to charge implant, pt was stuck on checking recharger twice. Pt said the cord going into paddle has a white discoloration and the prong has bent pins. Additional information was received from a patient (pt). It was reported that they called last week and they were sent out a replacement recharger, however the issue was resolved as the dots were still going around and around. Pt said that they tried switching out both the old and replacement rechargers, however the same issue was happening when using either recharger. No symptoms were reported. Pt called back from number registered repeating information in this case. Pt said they'd gotten replacement equipment already, but still couldn't get it to work and was still spinning around. Pt mentioned they were frustrated and fed up and didn't want to mess with the equipment over the phone and wanted a rep to meet them at their upcoming hcp appointment to help in person. Pt confirmed they wanted to troubleshoot in person and not over the phone when asked. Pss reviewed role of rep and provided nas number for doctor's office to call. Patient called back and stated they met with the representative and got the controller going and when they came home they got a message to contact medtronic again. Agent realized that patient was still using the old recharger. Agent advised patient to set aside the old controller and old recharger. Patient confirmed they were using the replacement controller. Patient plugged the replacement recharger into the replacement controller and was able to recharge at recharging excellent. Agent closed case. Patient's implant was at 70%.